Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The pt had not experienced any recent injury or trauma that may have damaged the ncp system. No adverse event was reported in conjunction with the high lead impedance condition. The pt was referred to neurosurgeon ncp system replacement surgery.